Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-00420. It was reported that the patient presented in the hospital for a routine generator changeout procedure. Upon review, the right atrial (ra) lead and right ventricular (rv) lead both had a history of noise. Programming changes were previously made to address the issue of ra lead noise. During the procedure, the physician noted that the rv lead had fluid under the outer insulation and the ra lead had insulation damage. The insulation anomalies of both leads occurred where the leads were underneath the pulse generator. The physician capped and replaced both the ra and rv leads and exchanged the pacemaker during procedure on (B)(6) 2020. The patient was in stable condition.

Event description:
New information received notes the right atrial lead also exhibited oversensing.

Event description:
New information received notes the capped right atrial and right ventricular leads were explanted on (B)(6) 2020 during an unrelated procedure. The patient was in stable condition.